Event description:
Patient identifier: (B)(6). Date of event: best estimate is (B)(6) 2009. According to the information received, a urine bag was welded at the top (a 3cm width strip weld is located at the top of the bag) so the liquid cannot go into the bag. The liquid stayed blocked at the top of the bag and remained in the inlet tube.

Manufacturer narrative:
One sample was returned and tested regarding the flow of urine into the bag. It was observed that the urine does not flow into the bag. It appears that the grv is glued with the foils of the bag completely. Based upon the product evaluation, the complaint is confirmed as reported.